Manufacturer narrative:
Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for difficult/unable to operate (not drawing) on lot # 8337709. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing)) was captured and addressed appropriately investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200794548, 200794547] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle was unable to aspirate. This occurred on 2 occasions during use. The following information was provided by the initial reporter: customer bought a box of the syringe and realized that two of the tested needles did not hold the insulin inside by pushing the liquid back into the vial, he did not have the strength to hold the medicine. He tells that there was an episode where the same problem happened with another box that he acquired before that one.